Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that it was found that the adapter of the catheter had a slow leak during dialysis, and was unable to perform dialysis. The physician replaced the adapter with a new one. The patient was involved with no injury.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue for the involved lot. The actual device involved was a permcath catheter; however the sample received was a mahurkar catheter with 1 adapter (red). The catheter came inside a generic plastic bag and did not present signs of use and the blue adapter was detached from the venous extension and it was not presented in the sample returned. Visual inspection was performed; it can be noticed that the red adapter did not present signs of use and no defects were found on the adapter during evaluation. A reported failure has not been confirmed. The actual product related to this complaint (permcath catheter) was not returned for evaluation and based on visual inspection of the mahurkar returned; there were no cracks or defects confirmed on the adapter. The instructions for use (IFU) states that it is necessary to perform an inspection before using the device. Do not use the catheter if it is damaged or appears defective. Over tightening catheter connections can crack some adapters. The evidence provided is not enough to relate this event to the manufacturing operations. Based on the available information and the result of the DHR review that showed no deviations, it can be concluded that product was manufactured according to specifications and it functioned as intended for an undetermined amount of time; therefore it can be concluded that the adapter was more likely damaged during use. Although the defect was not confirmed with the sample returned, the most probable root cause can be considered over tightening causing damage to the adapter. This failure mode is being addressed through a corrective and preventive action (CAPA) therefore it is being referenced in this complaint. No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.